Event description:
The customer was not feeling very good and took several readings. The device gave readings of "hi", "hi", 588mg/dl, "hi", "hi", and 388mg/dl. The customer was exercising between readings. The customer drove themselves to the hosp. The hosp tested their blood glucose and received a result of 215mg/dl. The customer was given an IV. One hour later the hosp did another test and received a reading of 218mg/dl. The customer was sent home. No controls were being used. A request was made for the return of the suspect device and replacements were sent.